Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving unknown baclofen 500mcg/ml for a total dose of 78.17mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported motor stall was seen at initial interrogation. It was noted that patient did recently have an magnetic resonance imaging (MRI) on (B)(6) 2017. Healthcare professional said the reservoir volumes at refill today ((B)(6) 2017) matched. The MRI done was not due to a suspected problem with device or therapy. Logs were read and the motor stall recovered. It was noted that it has not been less than 2 hours since the patient exited the MRI field. Telemetry state was reviewed and it was discussed re-interrogating pump with logs. It was noted that interrogations resulted in a recovery. Motor stall occurred on (B)(6) 2017, stopped pump period may exceed tube set on (B)(6) 2017, and a motor stall recovery following interrogation today ((B)(6) 2017) for a refill. No symptoms were reported. Event date was (B)(6) 2017. No further complications were reported/anticipated.